Event description:
Provider states that the consumer reported hearing a rubbing noise when he is driving his chair and believes it may be coming from the tires. Consumer reported that the tires may be separating from the rim. No additional information provided and provider has not seen the chair yet.